Event description:
It was reported that bd max¿ system, bd max¿ instrument patient sample came back positive but after culture was completed result came back negative. The following information was provided by the initial reporter: customer is running the extended enteric bacterial panel (sku: 443812) and had a positive result for one patient sample for vibrio. The rfu values are low and the CT value is high. The culture result was negative so a false positive result is suspected.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they had a suspected false positive result for a patient sample for vibrio while running the extended enteric bacterial panel. Customer performed a confirmatory culture for this sample which gave a negative result. Analysis of the customer run database and log files by bd service specialists did not indicate any functional issue with the instrument which would cause false positives. Bd service indicated that they suspected a sample preparation workflow issue or environmental contamination. This complaint is not confirmed as no problem was identified with the instrument and the complaint alludes to contamination or workflow. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter facility name:(B)(6). PMA/510k info: k111860 k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument patient sample came back positive but after culture was completed result came back negative. The following information was provided by the initial reporter: customer is running the extended enteric bacterial panel (sku: 443812) and had a positive result for one patient sample for vibrio. The rfu values are low and the CT value is high. The culture result was negative so a false positive result is suspected.